Event description:
Dealer stated that one front caster wheel came off while the consumer was using the 65650 rollator causing the consumer to fall to the ground hitting their head. End user went to the emergency room for a cat scan, was not admitted to the hospital. Extent of injury unknown. Dealer has no other information available.